Event description:
It was reported that during the implant procedure, ra lead could not be connected to the device. Device was not implanted. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of the inability to tighten the atrial set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the atrial set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.